Event description:
It was reported that the endowrist prograsp instrument had loose cables. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and the instrument moved intuitively with full range of motion. No loose cables were observed. Engineering also discovered deep scratches on one side of the distal end of the main tube. One scratch was deep enough to have removed a small amount of material. The scratches do not appear to have been caused by a defective cannula. No other damage found.